Manufacturer narrative:
No samples were available from the customer so retained samples (n=5) were tested. One sample was visually and manually tested. The needle was firmly attached. The other samples were subjected to needle pull test as per usp specifications. The test results yielded a force of 6.390 lbf. The specification for this size and material is that the needle pull strength be a minimum of 1.51 lbf. Therefore the samples were within specification.

Event description:
The customer reported a needle detachment on size 3/0 pga suture which happened during a dermatological procedure (cystic lesion on scalp).